Manufacturer narrative:
(B)(4) - halo. No code available (glare). Device evaluated by manufacturer? No - lens not returned.(B)(4).

Event description:
The patient reported had an micl implantable collamer lens implanted and four days after surgery, the patient complained of glare and halos. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported subjective visual disturbances ("halos/glare") four days after icl implantation. She also reported improvement in visual acuity compared to pre-op. The reassessment will be performed when (if) additional information is obtained. It should be noted that visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).